Event description:
The pump had been working great; however, the pump eroded through the patient¿s skin. Per one reporter, an infection was presumed; per another reporter, the patient had an infection at the pump location. The pump and catheter were explanted. The patient status was reported as ¿alive-no injury¿. They planned to re-implant the patient in the future. The device system was delivering lioresal. The patient outcome and additional details regarding the event were not reported. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. (B)(4).